Event description:
The report received from the study, indicated that the patient underwent a successful precise 8 x 30 mm carotid stent placement during the index procedure. The patient tolerated the procedure well, and left the angiography suite with no neurological deficit. Two (2) hours after the procedure, the patient became hypotensive (with a systolic bp of 60 mm hg). Dopamine hydrochloride and fluids were administered for treatment, as well as neosynephrine and levophed. The patient developed ventricular tachycardia (vt) and complete heart block (chb). A temporary pacemaker was inserted, cardiopulmonary resuscitation (CPR) was started and the patient was intubated. Transthoracic pacing was started and an arterial line was inserted. After the arterial line was inserted, the patient did not register a blood pressure. The patient expired. No autopsy was performed. The cause of death (cod) on the death certificate was said to be asystole, due to ischemic heart disease and peripheral vascular disease (pvd). No additional information was available.

Manufacturer narrative:
The patient was reported to be asymptomatic for the index procedure. The target lesion was the proximal right internal carotid artery. The lesion was reported to be: an 85% stenosis, 16 mm length, 5.0 mm vessel diameter, and mild calcification/tortuosity. The lesion was pre-dilated. An angioguard 6 mm embolic protection device was used. A precise 8 x 30 mm stent was implanted. The residual stenosis was 5%. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.